Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence it was reported that the patient reported experiencing two falls. , and expressed concern about whether the ins may have been damaged. The patient also reported having diarrhea. The agent redirected the patient totheir healthcare provider (hcp). The patient stated they had consulted their doctor; however, the doctor was not concerned about the falls and the patient asked if there was someone who could check the ins. The patient mentioned they have a gi doctor. The agent offered physician listings and sent the patient a physician listings email. After the email was sent, the patient did not respond. The agent was unable to gather sr information. A callback was made, but the agent was routed to voicemail and left a message. . Patient called back for the same reason. The patient stated that their gi doctor contacted their previous urologist and was advised to call mdt. The patient also said th at their gi doctor does not know anything about their implant. The patient stated they need to have their implant checked to see if it was affected or damaged during their fall. The patient mentioned that the list of doctors sent to them is too far from their location. The patient said they are handicapped and cannot drive that far. The agent reviewed the information and provided the phone number of the nearest hospital based on zip code (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.